Event description:
Customer reported a failure code 570. Customer did not have info whether there were any pt injuries associated with this report or if there have been any incident reports filed since the last baxter service event. Customer did not have info whether incident occurred during pt infusion. Although baxter requested, no add'l info was provided regarding pt demographics, medication involved, or device programming info. No add'l contact info was provided.